Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood.